Manufacturer narrative:
A 806 submitted to the (B)(6) district office of the FDA. Device not returned to the manufacturer.

Event description:
We received information that a wiring harness melted on a unit.